Event description:
It was reported that the right ventricular lead high voltage coil experienced high impedances, which triggered a patient alert in two occasions. Upon reopening the patient's device pocket and testing the lead connection, it was noted that the lead was not properly connected to the device. The connection was fixed, and both the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.